Event description:
It was reported that the patient presented for an implant procedure of the right ventricular lead on (B)(6) 2022. The lead exhibited increased thresholds, r-wave amplitude variation, low pacing and low defibrillator impedance due to lead dislodgement overnight. Chest x-ray confirmed lead dislodgement. The lead was repositioned successfully on (B)(6) 2022. The patient was asymptomatic and in stable condition.